Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to flattened dome switch on the up arrow, down arrow, escape, act and express bolus buttons. The j2 lcd connector was inspected and no anomaly was noted. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose. The customer also reported that the buttons were hard to press. The customer's blood glucose was unknown at the time of hospitalization. The customer stated that the blood glucose was being stabilized during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.